Event description:
It was reported by the rep that this 511sd was collected along with ees#(82930, 83052, 83053 & 83055) by the hosp. The gasket is torn and there was no consequence to the pt. No further details.